Event description:
Product was returned without oos report. A note indicates that the device could not be interrogated and that the paitent was lost to follow-up for 18 months. This device was replaced with a xelos.